Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (non-functional ecgs) has been confirmed. Upon investigation the electrode belt failed a falloff test. The cause for the failure was isolated to an open pulse wire in the cable connecting ECG "a" and ECG "b" the root cause for the open wire was excessive force. Belt is designed to meet the mechanical requirements of iec 60601-1. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing non-functional ECG messages.